Event description:
Information based on news article: it was reported that the patient suffered a perforated bowel and serious infection allegedly as a result of a kugel mesh that was put in her abdomen in 2003 during hernia repair surgery. In early 2009, she begain to experience a lot of abdominal pain, was tired, and felt unwell. When she went to see her surgeon, she told her that she believed that the mesh may have caused an infection and scheduled her for surgery. On (B) (6) 2009 - patient underwent procedure to explant the mesh. Patient reports that the mesh had perforated her bowel, and she had an abscess and fistula. The doctor had to remove a section of bowel that had been perforated and infected. Patient's treatment required nursing care everyday for three months because her incision was infected. Since the mesh has been removed, she is much more vulnerable to hernias and is severely limited in her ability to lift anything.

Manufacturer narrative:
The event information was obtained from the patient being involved in a news media article. Currently, davol has no contact information for this patient, therefore, we are unable to follow up for additional information or to request sample to evaluate. We, therefore, consider this report complete to the best of our current knowledge. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.